Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
3500a supplemental 3 was submitted to revise evaluation codes to due an error transmission. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last bolus delivery was a 0.20 unit bolus on (B)(6)2016 at 19:42. The last basal delivery was on (B)(6) 2016. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The reported inaccurate delivery issue with the pump was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked on the side at the threads and above and below the bumper pad. Also unrelated to the complaint, the keypad was found to be intact; however, the down arrow keypad button required excessive force to respond. The remaining buttons responded as expected. The keypad button cover was removed; the down key contact was observed to be cracked. No contamination was observed under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 05/04/2016, the distributer contacted animas alleging an inaccurate delivery issue with pump. The patient reportedly experienced on several occasions blood glucose (bg) measurements in the range of 17 to 18 mmol/l with blood ketone levels in the range 5-6 mmol/l. The urinary ketone level was indicated as non-specific. The patient reportedly did no require medical intervention and self treated via insulin pen in order for the bg levels to return to normal levels. There was no additional information received for this complaint. This complaint is being reported because the patient experienced a hyperglycemic event due to an inaccurate delivery issue with the pump.